Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The low battery alarm occurred during battery testing. The cause of the low battery alarm was not determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump presented the low battery alarm. There was no patient involvement. No additional information is available.